Manufacturer narrative:
(B)(4). A review of the records related to this equipment that included labeling, manual, trending, device history records, service records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with higher astigmatism post operatively in left eye (induced cylinder? 2 diopters). Surgery was done on (B)(6) 2020. Doctor stated flap was decentered but was able to continue and deliver the excimer laser. Patient has a post refraction with phoropter in left eye of -0.75 +2.00 x 009. Doctor stated that the astigmatism has decreased by +0.50 and patient autorefracted at -0.50 +0.91 x 010. Patient best corrected visual acuity pre and post operatively 20/20. This case is for the intralase femtosecond laser. A separate report is being submitted for the excimer visx laser.